Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4).

Manufacturer narrative:
Event date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-47999, 1627487-2020-48000, 1627487-2020-48002. It was reported that two of the patient¿s leads had migrated resulting in ineffective stimulation. As result the patient may undergo surgical intervention on a later date.